Event description:
The company was notified that high impedances were observed during programming of the patient. The patient reportedly had a wound infection two weeks after her implantation surgery. It was suspected that the ossification and fibrosis from the healing process of the wound infection caused the electrode to slide outside of the cochlea. The patient will undergo a CT scan and continue to be monitored by the center. Advanced bionics will provide a supplemental report when more information becomes available.